Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a company representative met with the patient and the clinician programmer reflected a "replace generator soon" message. It was stated the patient's ipg is depleting earlier than expected. As such, the patient may undergo surgical intervention at a later date to address the issue.